Event description:
After approximately a year of successful cochlear implant use, this pt began experiencing persistent pain sensations around the implanted site on their head, this pain accompanied stimulation from the implant. Re-programming did not alleviate the problem permanently. Diagnostic testing confirmed normal implant function. Due to the discomfort of the pt, it was decided that explantation and reimplantation surgery was their best option. This was completed successfully in 2005.